Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer's mother reported the string pulled out and was unavailable to aid in the removal of the tampon. This occurred with nine tampons from two boxes. Her daughter had to seek medical assistance to remove the tampon and experienced vaginal pain. Multiple attempts have been made to obtain further information regarding her daughter's use of the product, however no further information has been received.